Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported "low audio from speaker" which was reproduced. Visual inspection determined to be loose speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a low audio from the speaker. The process step was not provided by the reporter. There was no known patient injury or medical intervention associated with this event. No additional information is available.